Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) channel that was oversensed and led to multiple inappropriate anti-tachycardia pacing (atp) being delivered. It was noted that there was no pacing inhibition and the patient was not pacemaker dependent. Boston scientific technical services (ts) was consulted and suggested reprogramming the sensitivity. The patient was referred to an electrophysiologist. Approximately three weeks later the rv lead was surgically abandoned and the implantable cardioverter defibrillator (ICD) was explanted due to the oversensing of noise. The cause was not determined. No additional adverse patient effects were reported.